Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that during the use of the device, alarm went off stating "power lost while pump was on". No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all labels and seals were intact upon receipt. No physical damage was found on the device. Functional test was performed. Error codes for the reported issue were not found in the device event history log however, a code for low battery was noted. Results: the customer reported problem was not duplicated, the event was not reproducible. Root case for the reported event or who caused the reported event is unknown and could not be determined from the investigation performed as no problem was found. Action taken included performing a function test. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrections: d4: model number, d10: device available for evaluation, d10: date device returned to manufacturer, h4: device manufacture date.